Manufacturer narrative:
The manufacturer database indicated the patient was implanted with a deep brain stimulator; however, the patient reported they were told they were implanted with a sacral nerve stimulator. The device was used for an off label indication. The device was used for sacral nerve stimulation. Concomitant medical products: product ID 3587a, lot# l34754, implanted: (B)(6) 1995: product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1995: product type extension; product ID 7433, serial# (B)(4), implanted: (B)(6) 1995: product type programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient¿s device was "not functioning." It was stated the patient's physician going to try to get it working again during an unrelated surgery in 2008 but it was noted to have been "forgotten." It was further reported the patient did not need any further intervention or follow up from the device manufacturer. It was noted he had not used his device since 2004. A supplemental report will be filed if additional information becomes available.

Event description:
It was later reported on (B)(6) 2013 that the patient¿s device stopped working 5-7 years ago due to battery depletion. It was noted that the patient¿s health care provider (hcp) pulled the catheter during a spinal fusion in 2004 because the catheter was in the way. The patient needs a pituitary gland scan, the area to be scanned is the head/brain.